Event description:
It was reported that the insulin pump alarmed button error. Customer stated that she cannot hit the escape and act button to clear the alarm. Customer stated that her sensor was not calibrating when she got the button error. Customer's blood glucose at that time was 52 mg/dl. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump had no response from the escape button due to a flattened button dome switch. No button error alarm was noted. The rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests could not be performed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked reservoir tube near the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.